Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood gluose of 400 mg/dl. Customer also reported that site was infected and filled with yellow fluid. After customer changed infusion set, blood glucose began to lower to 95 mg/dl. Customer declined troubleshooting for high blood glucose.